Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medica corporation. The customer's report was duplicated and attributed to the monitor board. The monitor board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Anaysis for the reports of this type has not identified an increase in trend.